Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. Consumer has not responded.

Event description:
Consumer claims she was sleeping on a heating pad for fibromyalgia and is alleging that it caused 3rd degree burns to her buttocks.